Event description:
The ge oec 9800 fluoroscopy system had unreliable boot-up sequence as well as intermittent error codes displayed that required the user to re-boot the system during operation. The reported issues with the system have been intermittent and were not easily duplicated.

Manufacturer narrative:
A ge oec service representative investigated this issue and while the issue was not easily duplicated, replaced the system hard drive and software. The system was tested after the noted repairs and was operating as intended. The system was replaced to the customer for use. There was no adverse effects reported with respect to any patient involvement. The facility was unable to provide any further patient information.